Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. Investigation: samples received: 2 open units. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical's warehouse. We have received two unused samples. In one of them there is no second pack available and the other one has the aluminum pack (first pack) stuck to the plastic film (second pack). The first pack is sealed to the second pack in the area of the 4th sealing as can be seen in the enclosed picture. This is due to an accidental effect of the welding machine and this unit was not sorted out by the personnel involved in this process. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that the pack sticks. The reporter indicated that the products stick/are sealed on the overpouch pack. The event occurred prior to use with no patient injury or harm.